Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive sheath aspirated air. During a faraview procedure, a faradrive steerable sheath clear was selected for use. On the preparation of the faradrive sheath, the physician noticed that there was air leaking from the valve. Hence, the device was replaced and the procedure was completed without patient complications. The sheath was disposed.